Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and excessive corrosion was found on the motor hose assembly. The motor hose assembly was replaced and additional preventative maintenance was also performed. The device was repaired and returned to the customer.

Event description:
It was reported by the customer that the drill was leaking oil. The leaking was discovered during a spinal procedure. Although there was a pt involved, there were no adverse consequences reported. The procedure was completed with a secondary drill without delay. No further detail is known or available from the customer.